Event description:
Reporter alleged blood glucose measured hi back to back with a result of 161 mg/dl performed within two minutes of each other. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.